Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the physician attempted to advance the devices to superficial femoral artery (sfa) by contralateral aortic crossover approach. Although the physician tried to cross the aortic bifurcation with the combination of the flexor ansel guiding sheath and another manufacturer's wire guide. The flexor ansel guiding sheath would not advance smoothly, since the compatibility between the dilator (the one for 0.035inch) and wire guide was "so bad." Another manufacturer's sheath was used without problems. It was reported there were no adverse effects to the patient as a result of the difficulties. Additionally, device imaging identified the tip of the dilator appears to have damage consistent with breakage and/ or peeling of the hydrophilic coating.